Manufacturer narrative:
Article citation: (B)(4).

Event description:
During manufacturer review of the published article (B)(4), it was identified that a patient had a vns generator that was still stimulating with magnet activation after the magnet mode had been disabled. The patient also had painful stimulation with the vns, along with severe painful dysesthesia in the left mandibular and cervical region. Replacement of the vns generator resolved the events. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.